Manufacturer narrative:
Stryker contacted the customer to request additional information on the device. No response has been received from the customer. Sections d4 gtin, g4 PMA/510(k) or bla #, and h4 manufacturing date, were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not provide any voice prompts when the device was powered on. In this state, a lay user may not be able to deliver proper defibrillation therapy. There was no patient involvement reported with the event.